Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional corrective actions were taken by technical support.